Manufacturer narrative:
No unexpected frozen screen anomalies noted; time advanced properly. No unexpected button error alarms or ramping of numbers noted during our testing. However, the insulin pump was received with intermittent button response on the escape button due to moisture damage on the keypad traces noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 225 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.